Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after five days implant duration due to prosthetic mis match per doctors office. No add'l info available. The valve is not available to be returned for eval.